Event description:
The patient was admitted in 8/05 for a scheduled revision of a right knee replacement. The operative report states that the wound was washed, dried, dressed with adaptic, 4x4 gauze and wrapped with a sterile bandage with a dressing over the epidural catheter. This was then wrapped from toe to groin with 4 inch ace wrap over a hot ice pad. The perioperative report shows that the immobilization device started as iceman cold therapy unit. Post-operative charting reflects cpm, foot pumps, and cold treatment. Cold therapy was started in pacu post-operatively. Documentation reflects that the patient complained of numbness in lle (left lower extremity) and knee throughout the hospital stay. There was no documentation of change or worsening of the wound. The discharge summary indicates that the patient is to have outpatient therapy and cpm machine at home. The patient was discharged 2 days later. Eight days later the patient returned to the hospital w/ blistering skin and discoloration of the right knee. The incision is necrotic. The problem seems to be lateral to the right knee incision. Consult notes that the patient had used a different pack continuously for 2 days after surgery and intermittently afterwards. Assessment is complication of frostbite/injuries fits the pattern of a cold injury. The patient was discharged home two days later. To have debridement and multiple corrective surgeries. We are unsure the device actually caused this patient's injuries but in researching the event discovered issues our facility had surrounding the use of this device (potential for harm)